Manufacturer narrative:
Upon secondary review of this file on 02-jun-2021, mentor became aware of additional symptoms reported by the patient. The patient suspected that bilateral capsular contracture (unknown grade) is misshaping the implants (600 cc on the left and 610cc on the right). The patient reported suffering with deformity, breast pain, asymmetry, right-sided tightness, and left side is up and under the arm. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation with unspecified mentor saline breast implants and experienced bilateral capsular contracture postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.